Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0mmm6, implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the lead moved during the trial. The patient had a buried lead, so the trial lead was also used at full implant. The patient had fallen and slipped on the ice. The healthcare professional (hcp) told her that the lead moved a bit the hcp was not concerned about it. The fall happened on the same day the lead was implanted, on (B)(6) 2016.

Event description:
Additional information received from the patient reported that she did not know the serial number of the external neurostimulator (ens). She had an appointment with a manufacturing representative (rep) and a doctor on (B)(6) 2016.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va0mmm6, implanted: (B)(6) 2015, product type: lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.